Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, it was reported that the patient faced infusion set tubing was leaking at the site. The infusion set was in use for within a few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.